Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found that the issue was due to damaged ups. To resolve the issue, fse replaced the ups 1phase data integrity battery sp and ups 1phase data integrity controller sp in the module m. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the equipment does not turn on. The device was not in clinical use. No harm reported. A philips field service engineer (fse) inspected the system onsite and replaced the uninterrupted power supply (ups) and battery pack which resolved the issue. The device was returned to use in good working order.